Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. The blood glucose reading was 49 mg/dl at the time of admission. She treated with food and glucose tablets and gel. The customer was wearing the insulin pump at the time of the event but the reservoir vial was not in the reservoir compartment. The drive support cap appeared normal and recessed. The insulin pump was not replaced or returned for analysis.